Event description:
It was reported to boston scientific corporation in 2008, that an excelon transbronchial aspiration needle was used during a lung biopsy procedure four days prior, (patient gender, age, and weight are unknown). According to the complainant, during preparation, it was observed that the needle was bent approximately 4 cm from tip of catheter in the package. The device was replaced with a second excelon transbronchial aspiration needle device. No complications were reported as a result of this event, and the patient's condition was reported to be "fine" following the procedure.

Manufacturer narrative:
Visual examination of the returned device revealed that the sheath and drivewire of the device were found to be kinked 9 cm from the distal tip of the device. The device history record for this lot was reviewed; no anomalies were noted. The 2008 15-month pulmonary biopsy needle product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.